Event description:
It was reported that the fan does not work and it was believed to cause the light to shut off intermittently.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.